Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer¿s blood glucose (bg) level was "high" on the continuous glucose monitor, cause was unknown. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.